Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that during a wallflex colonic stent placement procedure, on (B)(6) 2012 the physician experienced difficulty advancing the dreamwire (3005099803-2012-00881) and tandem cannula (3005099803-2012-00916 ) due to a tight stricture caused by severe stenosis, associated with a malignancy. The guidewire and wallflex colonic stent (3005099803-2012-00891) were successfully inserted into the tortuous target site. The handle was slid completely, toward the proximal end to release the stent and remove the delivery system from the patient. According to the complainant, the stent did not fully deploy and was drawn back into the endoscope. Additionally, a perforation was noticed by CT scan around the stricture, "at the analis side". Subsequently, an unknown surgery was performed to treat the perforation. The physician reportedly believed the perforation to have occurred during the insertion of the guidewire into the stenosis, but thought it was a high possibility that the tandem contributed to the perforation. Additionally, in the physician's assessment the perforation was not related to the stent. Reportedly, no damage was noticed to the guidewire, cannula or stent and fluoroscopy was used during the procedure to visualize the target site. The procedure was not completed and the patient's condition at the conclusion of the procedure was reported to be "stable." Additional follow up confirmed that when the user was removing the partially deployed stent from the endoscope, it got caught on the working channel and deployed prematurely.